Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the circuit/filter plug into machine is very loose. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 27jun2019. Date received by manufacturer: 26jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) stated there is no additional information available regarding this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.